Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s dexcom g7 sensor displayed an estimated glucose value (egv) of 303 mg/dl on the same day the sensor was applied to her arm. The patient reported experiencing frequent urination and performed a fingerstick bg test, which confirmed a high bg level; however, the exact value was not documented. Due to concern, the patient contacted 911. Upon ems arrival, elevated bg was again confirmed via fs testing. The cgm sensor was removed by ems due to concerns about inaccurate readings. The patient received intravenous fluids and was transported to the hospital for further evaluation. In the emergency department, laboratory testing revealed a bg level of 1001 mg/dl, and the patient was diagnosed with diabetic ketoacidosis (dka). She was admitted to the intensive care unit (ICU) and started on intravenous insulin therapy. During the follow-up call conducted three days later, the patient remained hospitalized in the ICU. She reported that her bg had decreased to 200 mg/dl and that she was feeling improvement in her condition. The anticipated discharge date was (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.